Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received in with a scratched lcd window, cracked display window, cracked reservoir tube lip and detached end cap.

Event description:
It was reported that the customer had high blood glucose and his insulin pump was malfunctioning. Caller stated that the customer's insulin pump is falling a part where the label is at and its crack. Nothing further was reported.